Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal left anterior descending (lad) with heavy calcification, moderate tortuosity and 99% stenosis. After pre dilating the vessel with an unknown balloon, the 2.50x15mm xience skypoint stent delivery system (sds) stent was noted loose in the delivery system. There was noted interaction between two unspecified guide wires and one unspecified balloon catheter during advancement of the stent. Therefore, during removal resistance was met with the same devices and were removed as a single unit. The procedure was continued the next day as there was pain in the radial artery; however, the pain was not treated. There were no adverse patient sequela no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.